Manufacturer narrative:
(B)(4) -the patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue, and he did not receive any treatment to mitigate severe acute injury. The treatment received in the emergency room correlated with the elevated readings. The hcp¿s treatment of increased medication doses correlated with the meter readings. However, as the test result of ¿30.0 mmol/l¿ did not correlate with the patient¿s symptoms, this complaint is being reported. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. On (B)(4) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2013, the patient allegedly obtained the blood glucose readings of "42.0 mmol/l" and "45.0 mmol/l" on the reported meter. The reportable range for this meter is 1.1 mmol/l to 33.3 mmol/l. On (B)(6) 2013, the patient experienced the symptoms of sweating, weakness, loss of energy and "feeling tired and low." Prior to the onset of symptoms, the patient had eaten his usual breakfast and lunch and taken the oral diabetes medications diamicron 30 mg and metformin 50 mg. While symptomatic, the patient obtained the blood glucose reading of "30.0 mmol/l" on the reported meter. The patient did not take any actions or administer any self-treatment for his symptoms. The patient was unable to provide his meter readings obtained that day prior to the onset of symptoms. On (B)(6) 2013, the patient went to the hospital to have his blood glucose level tested. The result was "very low"; the patient was unable to provide the specific result. The patient was treated with intravenous fluids and "pills", and could not provide any further treatment information. After this event, the patient's hcp increased his doses of the oral diabetes medications metformin and diamicron (glipizide) and lantus insulin. The patient previously was taking diamicron 30 mg x3/day, metformin 50 mg x3/day and lantus insulin 15 units per day. The patient's doses were increased to diamicron 60 mg x3/day, metformin 100 mg x3/day and 50 units lantus insulin. The patient declined to provide certain information necessary to the investigation of the complaint. It would have been helpful to determine the patient's blood glucose reading as tested in the emergency room, his treatment, his meter readings prior to the onset of symptoms, his specific reading obtained while symptomatic and the reason his diabetes medication regimen was increased after a hypoglycemic event. The meter and test strips were replaced. It is not clear whether the reported meter may have contributed to the patient's injury. However, as the patient allegedly had "very low" blood glucose levels and received emergency medical attention and treatment after obtaining elevated meter readings, this complaint is being reported.